Manufacturer narrative:
The reported event of shocking sensation during stimulation was not confirmed. As received, the penta leads passed electrical testing. No root cause was identified for the reported issue.

Event description:
It was reported that patient experienced uncomfortable stimulation at stimulation more that 0.1ma. Impedances were within normal limits. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored at stimulation more than 0.1ma.

Manufacturer narrative:
Reporter phone number: (B)(6). B3: date of event is estimated.